Event description:
The facility's technician reported a failure code 814:02, which did not occur during pt use or biomed testing. Add'l contact info was requesed but no add'l contact was identified. The technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.